Manufacturer narrative:
Data correction for us reporting: the code knh was replaced with hhs

Event description:
This case has been identified during monitoring of postings on an FDA hosted docket website, which has been established in preparation of a public FDA advisory committee meeting, which took place in september 2015 (FDA-2014-n-0736, awareness date 20-oct-2015). It refers to a female consumer of unspecified age in united states who had essure (fallopian tube occlusion insert) inserted in on an unspecified date. Consumer reported that she had no problem with monthly cycle until essure. After that, she bled for 23 days with half day off then bled for 67 days straight despite being on birth control. She had a hysterectomy and magically felt better, no weight gain just losing, no 7 months pregnant look and no migraines. Result and assessment of the product technical complaint investigation received on 11-nov-2015: this adverse event report is related to a product technical complaint (ptc). The bayer reference number for the ptc report is: (B)(4). Final assessment: for cases where a device failure during insertion is reported, we conduct an investigation of any returned device. For cases where an insert is removed at a later time after insertion, we typically do not conduct an inspection of the insert. In this case, no product was returned. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. There was no event reported which indicates a new technical failure mode for the device. Medical assessment: no product quality defect was confirmed therefore a relationship to the reported medical events is excluded. The reported medical events are not indicative of a quality deficit per se. The technical assessment concluded unconfirmed quality defect. Based on the available information, there is no relationship between the reported medical events and a quality defect. Company causality comment this spontaneous and non-medically confirmed case report refers to a female consumer of unspecified age who had essure (fallopian tube occlusion insert) inserted and bled for 23 days with half day off then bled for just shy of 67 days straight. She waiting diagnoses of ms and had hysterectomy performed. These events, seen as menorrhagia and multiple sclerosis, are serious due to medical importance and required intervention. Menorrhagia is listed while, multiple sclerosis is unlisted in the reference safety information for essure. Menses pattern changes are frequent in women with essure in place. In this case, she had no problem with monthly cycle until essure. After that, she bled for 23 days with half day off then bled for 67 days straight despite being on birth control. She had a hysterectomy and magically felt better (positive dechallenge). Considering the implied temporal relationship and positive dechallenge, causality with essure use cannot be excluded. In addition, is very unlikely that essure had led her to multiple sclerosis. As an intervention was required (hysterectomy), this case is regarded as incident. The product technical analysis concluded that based on the available information, there is no relationship between the reported medical events and a quality defect. No further follow up will be actively pursued since this case was identified during health authority website monitoring.